Event description:
On (B)(6) 2023, a patient in hungary underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient was seen in the emergency department for visual disturbances, double vision. CT scan was performed and unknown laboratory test was performed, no abnormality was found, "negative". During the visit, stoma site was inspected and patient was diagnosed with stoma site inflammation. The patient was treated with oral antibiotic, aksolin 875mg/125mg two tablets per day. The device remains implanted.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site inflammation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.